Event description:
It was later reported that, at the time of this report, the patient was doing very well.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported that the patient had ¿issues¿ with the catheter ¿a few years ago¿. The patient experienced olfactory hallucination as she sensed a strange smell that did not exist. It was determined that the patient was not receiving drug and she was experiencing this symptom as a ¿withdrawal-type¿ symptom. At that time the pump was replaced. It was unclear what medication the device system delivered at this time; however, the system currently delivered dilaudid. Additional information has been requested but was not available at the time of this report.